Manufacturer narrative:
The system operators manual clearly warns of the introduction of ferrous objects to the examination room. Additionally, proper warning signs are placed on the rf entrance door. It was reported to siemens that the concerned power supply was permanently mounted to the floor following the incident.

Event description:
It was reported to siemens that a biopsy lamp power supply was brought into the mr suite and drawn to the magnetom espree system. As a result, the operator suffered a broken finger. The operator was evaluated in the emergency room and the finger was splinted. The system was not in use at the time of the event and no patient was in the room.